Event description:
It was reported that the account gave the rep the shear with no information regarding the exact malfunction.

Manufacturer narrative:
The analysis results found that the lcsc5 device was received with the tube broken at mid point of handle. The inner and outer tube were bent and broken. The device also had the tip of the blade broken. No functional analysis could be performed due to the returned condition.